Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The patient was hospitalized on the same day of onset. The cause of peritonitis was unknown. On the same day of onset the patient began treatment with an intraperitoneal (ip) injection of ceftazidime (1 gm, once a day, ongoing) and an injection of vancomycin (1 gm, ip, every fifth day, ongoing) for peritonitis. The patient was recovering from the event and pd therapy was ongoing. No additional information is available.